Event description:
It was reported that using a radial artery access approach during a procedure of the mildly tortuosity, moderately calcification with 90% stenosis, right coronary artery (rca), after pre-dilatation with a non-abbott balloon dilatation catheter (bdc) intravascular ultrasound (ivus) was performed. The 3.0 x 33 mm xience prime stent delivery system (sds) met resistance during advancing but crossed the lesion and was implanted at 8 atmosphere (atm). During additional dilatation of the proximal portion of the stent, the balloon ruptured at 8 atm. The device was removed with some resistance from the anatomy. Additional ivus was performed and routine post-dilatation was performed with a 3.25 x12 mm trek nc balloon; it was confirmed using ivus that the stent was adhered to the vessel wall. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance mg, guide cath: mach 1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.